Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the ventricular assist device (vad) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. A review of the pump's manufacturing documentation confirmed that the associated device met all requirements for release. Log file analysis revealed an increase in power consumption and estimated flows starting on (B)(6) 2021, leading to parameters above normal operating range, and 35 high watt alarms logged since on (B)(6) 2021. Information received from the site indicated that, in addition to high power, the patient presented with chest pains and tea-colored urine; in the emergency room, the patient¿s urine changed to red in color. A thrombus was suspected and the patient received anticoagulants. Furthermore, the patient¿s urinalysis was positive for a urinary tract infection. The patient experienced an abrupt onset of hemolysis. The patient's creatinine levels were elevated and hemoglobin declined, causing suspicion for increased risk of pigment induced nephropathy. A pump exchange was later performed. Failure analysis of the returned pump revealed that the device passed functional testing. Visual examination revealed scoring marks on the lower housing ceramic surface and on the inferior surface of the impeller. These friction marks are indicative that an external factor may have forced the impeller against the rear housing with sufficient strength to overcome the rear preload of the magnetic spring/suspension system, thus leading to scoring marks observed during visual inspection. Dimensional verification revealed that the rear housing disc curvature and front housing disc curvature were found to be deviating from release specifications. Internal pathology report revealed evidence of thrombus within the pump. As a result, the reported high power and thrombus events were confirmed. Based on the available information and investigation conducted, the most likely root cause of the high power event can be attributed to external factors such as thrombus formation/ingestion. Based on the available information, the device may have caused or contributed to the reported event. Per the instructions for use, thrombus, infection, and hemolysis are known potential complications associated with the implantation of a vad. Based on review of past adverse events for this patient, it was noted that the patient had a history of infection. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Newly added : b5: adding more information, the vad explanted due to hemolysis d4: expiration dat, UDI d6b: explanted date d9: return date h4: manufacture date imf code investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient continued to have increasing power elevations exceeding 20 w over the weekend leading the team to be concerned that the vad may lose the ability to function as intended. Ultimately given the significant power elevations, it was felt best to bring the patient back to the operating room for vad explanted due to hemolysis and was exchanged with competitor vad.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Newly added: b5: event description g2: report source: literature h10: literature citation referenced article: heartware thrombosis after mrna covid-19 vaccination. Mayo clinic proceedings. 2022; 97(7):1398-1405. Doi: 10.1016/j.mayocp.2022.05.010 investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the onset of symptoms began approximately eight days after the patient received a covid-19 vaccination booster.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation and an update to the investigation summary. Revised product event summary: (B)(6) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. A review of the pump's manufacturing documentation confirmed that the associated device met all requirements for release. Log file analysis revealed an increase in power consumption and estimated flows starting on (B)(6) 2021, leading to parameters above normal operating range, and 35 high watt alarms logged since (B)(6) 2021. Information received from the site indicated that, in addition to high power, the patient presented with chest pains and tea-colored urine; in the emergency room, the patient¿s urine changed to red in color. A thrombus was suspected and the patient received anticoagulants. Furthermore, the patient¿s urinalysis was positive for a urinary tract infection. The patient experienced an abrupt onset of hemolysis. The patient's creatinine levels were elevated and hemoglobin declined, causing suspicion for increased risk of pigment induced nephropathy. A pump exchange was later performed. Of note, it was further reported that the onset of symptoms began approximately eight days after the patient received a covid-19 vaccination booster. Failure analysis of the returned pump revealed that the device passed functional testing. Visual examination revealed scoring marks on the lower housing ceramic surface and on the inferior surface of the impeller. These friction marks are indicative that an external factor may have forced the impeller against the rear housing with sufficient strength to overcome the rear preload of the magnetic spring/suspension system, thus leading to scoring marks observed during visual inspection. Dimensional verification revealed that the rear housing disc curvature and front housing disc curvature were found to be deviating from release specifications. CAPA pr00578223 was opened to investigate post-explant issues found during failure analysis of returned pumps. Internal pathology report revealed evidence of thrombus within the pump. As a result, the reported high power and thrombus events were confirmed. Based on the available information, the device may have caused or contributed to the reported event. Based on the investigation conducted, the most likely root cause of the high power event can be attributed to external factors such as thrombus formation/ingestion. Per the instruc tions for use, thrombus, infection, and hemolysis are known potential complications associated with the implantation of a vad. Based on review of past adverse events for this patient, it was noted that the patient had a history of infection. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information has been requested regarding the intervention planned or performed, but it was not available at the time of this report. If additional information is received, the event will be updated and a supplemental report will be sent. Investigation of this event is pending and a supplemental report will be sent upon its completion.

Event description:
It was reported that the ventricular assist device (vad) patient presented to the emergency department with chest pains, high watt alarms, and tea-colored urine. The patients international normalized ratio (inr) was therapeutic. Electrocardiogram was done and showed sinus rhythm without ischemic changes. Chest x-ray was also performed and showed no acute findings. The patient was stable upon arrival. Log file review showed the vad exhibited powers outside normal range. Thrombus was suspected. In the emergency room, the patient¿s urine changed to red in color. The patient received anticoagulants. It was further reported that the patient¿s urinalysis was positive for a urinary tract infection and the patient¿s lactate dehydrogenase (ldh) was elevated. The patient was started on tirofiban drip overnight in addition to coumadin and aspirin. Computerized tomography (CT) was unremarkable ldh continued to rise and the patient experienced an abrupt onset of hemolysis. The vad exhibited periodic power surges that then returned to baseline. Creatinine elevated and hemoglobin declined, causing suspicion for increased risk of pigment induced nephropathy. An echocardiogram revealed higher systolic velocities at the vad outflow cannula. The vad remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for additional information, newly added b7. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.